Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was diagnosed with a significant intracranial hemorrhagic stoke on (B)(6) 2022. The decision was made to withdraw heartmate3 (hm3) support per end-of-life decisions. The hm3 ventricular assist device (vad) was stopped and the patient passed away.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The intracranial hemorrhage was diagnosed on (B)(6) 2022 by a non-contrast head computed tomography (CT) scan. There were no changes to the patient's anticoagulation status that may have contributed to the stroke. The device operated as expected.